Manufacturer narrative:
Investigation summary: device/batch history record review: no. Reason: although the review of the dhrs review are required for MDR¿s per ms-qs-083, a review could not be performed as the lot number was not provided. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5796 rev 16(o) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received one used nexiva 22g unit from unknown lot number. The unit consisted of the catheter adapter assembly attached to a needless connector which was attached to a syringe. Visual/microscopic examination: observed a cut/split in the catheter tubing approximately ¼ inch above the nose of the catheter adapter. Water/air leak test: using a lab supplied male luer test fitting, performed a water/air leak test, the used unit leak in the area of the cut/slit. Investigation conclusion: root cause. Relationship of device to the reported incident: indeterminate. Comment: it is uncertain whether this defect was caused by the user during insertion or by the manufacturing process. Where the defect occurred (user or manufacturing) is indeterminate.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with leakage. It was stated ¿the rn performed peripheral stick in patient right antecubital (IV supplies checked prior to attempting). Blood return present. Rn began inserting/threading catheter and a small amount of blood started coming out of insertion. This has happened with prior patients but stops when IV needle removed. IV needle removed and catheter inserted about half way. Rn attempted to flush IV to float IV in and saline started to leak on patients antecubital. Saline coming out of IV catheter. IV removed. When speaking with the manager, rn describes that the fluid was leaking out of the side of the catheter.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Date of event: unknown. Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with leakage. It was stated ¿the rn performed peripheral stick in patient right antecubital (IV supplies checked prior to attempting). Blood return present. Rn began inserting/threading catheter and a small amount of blood started coming out of insertion. This has happened with prior patients but stops when IV needle removed. The IV needle removed and catheter inserted about half way. Rn attempted to flush IV to float IV in and saline started to leak on patient's antecubital. Saline coming out of IV catheter. IV removed. When speaking with the manager, rn describes that the fluid was leaking out of the side of the catheter.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd nexiva closed IV catheter system there was an issue with leakage. It was stated ¿the rn performed peripheral stick in patient right antecubital (IV supplies checked prior to attempting). Blood return present. Rn began inserting/threading catheter and a small amount of blood started coming out of insertion. This has happened with prior patients but stops when IV needle removed. IV needle removed and catheter inserted about half way. Rn attempted to flush IV to float IV in and saline started to leak on patient's antecubital. Saline coming out of IV catheter. IV removed. When speaking with the manager, rn describes that the fluid was leaking out of the side of the catheter.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.